Event description:
The patient had pain due to loose stem. At about 3 years and 5 months post primary the surgeon revised the medacta stem and head with competitor's products and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 november 2023: lot 1900146: (B)(4) manufactured and released on 29-apr-2019. Expiration date: 2024-04-12. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.